Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. The following sections were updated: d8, g3, g6, h2, h4, h6, and h10. The reported issue is most likely to have been caused by mishandling by the user causing stress on the cable unit which would lead to intermittent image failure. Based on the legal manufacturer¿s investigation, the device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment. The instructions for use states: never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Doing so could damage the camera cable.

Manufacturer narrative:
The referenced camera head was returned to the service center. The evaluation confirmed the reported "not working" as the image was intermittent and the cable unit was found defective. Additionally, the coupler base at the proximal end was bent attributing the image to be off-centered. The device was repaired to standard specifications and returned to the customer. The device was last repaired on april 5, 2018 for a cut in the cable issue. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During preparation for use, the high definition autoclavable camera head was reportedly not working. No patient injury or harm was reported.